Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line of four (4) amia automated pd cycler sets leaked. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the date of event was an unspecified date, a month and a half ago. B5: the customer clarified that only two(2) sets leaked (previously reported as four). One cassette was leaking from the patient line. There was a hole on the tubing near the cassette. The second cassette had a hole on the supply line. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.